Manufacturer narrative:
The returned device was evaluated. The unit was tested using an spo2 simulator and functioned as designed. Additionally, the trend data was analyzed and the variations of spo2 were confirmed due to an occurrence of low siq and low perfusion.

Event description:
The customer reported spo2 measurement value was changed between 100 and 70 within few minutes. No patient impact or consequences were reported.